Event description:
Nurse was cleaning a syringe and pushed the plunger up. Apparently the syringe still had residual cidex plus and it squirted into eye. The eye became red immediatley. Nurse was not wearing protective eyewear. Did not seek medical assistance.